Event description:
It was reported that the patient was experiencing bradycardia and increase in seizures. The patient was originally hospitalized because of a stroke unrelated to vns. The patient then started having bradycardia and her seizures increased. The doctors wanted to rule out vns as a cause for the bradycardia. The ICU in which the patient was treated was unable to provide further information. Good faith attempts for additional relevant information have been unsuccessful to date.